Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A distributor reported on behalf of a user facility that during a diagnostic endobronchial ultrasound the evis eus ultrasound bronchofibervideoscope had a b30 error. When the scope was plugged into the towers, there was no signal. The procedure was unable to be completed as there was no other scope available; it was canceled and rescheduled. There was a procedural delay of an unknown time while the patient was under anesthesia. The reporter did not know if there was any adverse effect to the patient or any intervention during the delay.

Manufacturer narrative:
Upon evaluation, the b30 communication error was confirmed. Additional faults were found, including: leaking of the bx channel caused by perforation, the a-rubber adhesive was removed, the image had a stain and a dark shadow from fluid invasion, a short circuit in the switch circuit due to water immersion, water invasion into the connectors, no data transmission on the ID chip, and corrosion in the um connector. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304-2023-00012.